Manufacturer narrative:
The lens was not returned for evaluation and the lot number was not provided. Therefore, a product evaluation could not be conducted and the device history record could not be reviewed. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens will be explanted approximately 8 months post-implant. The doctor feels the size of the lens could have contributed to possible uveitis, glaucoma hemorrhage. Additional information has been requested, but no additional information has been received.